Manufacturer narrative:
Reported capsular tear during procedure ID#(B)(4) shows significant eye tilt and decentration with pi which could have led to a tag on the capsulotomy. System functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, while cas was on-site for surgery support, doctor (B)(6) reported a capsular tear during procedure ID #(B)(4).